Manufacturer narrative:
Both nimh batteries (s/n (B)(4)) were returned to zoll circulation on (B)(4) 2012 and were analyzed. It was observed that both batteries had their fault lights blinking when received. Both batteries failed as soon as they were place in the charger. Therefore, no testing cycling was possible. The product labeling instructs that the useful life of each autopulse battery is between two to four years. The life of each battery is influenced by the frequency of use and the frequency of routine battery maintenance. The batteries have an estimated MFR date of 10/2009. Given that the complaint was reported in (B)(6) 2012, the batteries were almost 3 years old at the time of the complaint. Based on the batteries calendar age, they may have aged passed the end of their useful lives. Probable causes for the failure of these batteries might be due to old age and/or improper battery maintenance. No adverse event was reported.

Event description:
Customer reported that the autopulse nimh batteries failed testing. No pt injury was reported.